Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. The contacts were also found to be misaligned. (B)(6).

Event description:
On (B)(6) 2011, the reporter contacted an animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was intermittently responsive to ok button presses. She claimed that the keypad was intact. The reporter denied that the device was exposed to moisture. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.